Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by (B)(4). Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "reflux - for 6 month and lab-band was totally empty." The device was removed.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Needle marks were observed on the port septum and non-penetrating nicks/marks were noted on one port hole, and the port taper. The band was noted to be separated in half near the band buckle. The band belt was noted to still be present within the band buckle, and the band belt was noted to be separated near the collar. The separate piece of band tubing was noted to have part of the band belt present at one end. One non-penetrating nick/mark was noted on the separated band belt. A port leak test was performed, and no leakage was noted from the port. An air leak test was performed, and leakage was noted from the band shell, where the band had been separated in half near the buckle. A fill inspection test was performed, and no blockage was noted when di water was passed through the port septum, or through the port tubing. The band belt was noted to be separated approximately 0.9 inches from the collar. Under microscopic analysis, both ends of the separated belt were noted to have an unidentified opening. Also under microscopic analysis, both ends of the separated band tubing, and both ends of the separated band shell were noted to have striated edges, consistent with damage from a surgical tool.